Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic left coronary procedure on (B)(6) 2012. Access was obtained at the right common femoral artery via a 5f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device was prepped and deployed per the IFU. The device was inserted into the sheath up to the white marker; the balloon was inflated until the black marker, then the balloon was pulled back to the second resistance (abutting the arteriotomy). Temporarily hemostasis was confirmed after opening the side port. The physician then attempted to shuttle the sealant down to the arteriotomy through the sheath. The shuttle handle advance approximately 1.5 inches and then would not advance any further. The physician attempted to shuttle further, but the catheter and shuttle handle would not advance beyond this point. The sealant sleeve and catheter did engage the sheath and enter into the sheath prior to the device jamming. The balloon was deflated and the device was removed. The patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home on the same day with no reported clinical sequel noted.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.